Manufacturer narrative:
Details of complaint: the customer reported that this unit displayed an ECG module error message. According to the customer, after unplugging the unit and removing the battery for a few minutes then powering back up, the unit works for a few minutes; however, the error returns. The unit was returned and evaluated. The evaluation confirmed the reported issue. The unit was not in patient use at the time. Investigation summary: evaluation of the returned device confirmed the reported issue. The root cause for the reported issue was a power supply failure.

Event description:
The customer reported that this unit displayed an ECG module error message. There was no patient injury reported.